Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Additional review indicated a lead was an applicable component. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ¿abnormal¿ impedance value of ¿10000 ohms or greater¿ was measured at the time of this report with the patient¿s second lead, which was used for the patient¿s stimulation. It was further reported that ¿it was suspected there was a disconnection due to the impedance value¿ and also that ¿lead fracture was suspected.¿ the patient¿s stimulation was reprogrammed to use lead number one as a result. The patient was ¿not feeling well¿ and ¿felt sick¿ the morning after the date of this report and was to meet with their healthcare provider (hcp) that afternoon to be checked. The patient¿s ¿condition improved later on,¿ however, so the patient did not meet with their hcp. The patient was to continue monitoring their condition at that time. There were ¿no¿ health hazards to the patient from the event. A supplemental report will be filed if additional information is received.